Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that a settings not available message was seen on the remote. High impedances > 40,000 were revealed on contacts 1, 3, and 6. No factors led to the issue. The rep programmed around 1, 3, and 6. The issue was reported to be resolved. No further complications were reported.